Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v838541, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 64002, lot# n404752, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
It was reported that there was poor coupling when trying to charge. The patient had no bandages, staples, or swelling and the manufacturer representative (rep) even tried a second recharger. The patient had an appointment to have an x-ray the week of the report. About two and a half weeks later it was reported that the implantable neurostimulator (ins) was flipped. The doctor operated on (B)(6) 2015 and flipped it back to the correct position. It was noted that all new replacements would be tacked down as well to not have this happen again. The patient was fine, receiving therapy, and the ins was charging and working correctly.